Event description:
It was reported that a customer received altitude alerts for multiple days. No specific blood glucose value was available. There was no adverse impact to the customer's blood glucose level. Corrective actions included plans to return the pump for evaluation, as the vents were found to be very dirty, and a replacement pump was provided with a new serial number.